Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/06/2025, a sales representative reported via (B)(6) that an ar-9260-47 kolbel retractor blade, and an ar-9260-46 kolbel retractor blade were damaged. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9260-46 kolbel retractor blade, 36 mm x 36 mm, blunt batch 45552236 was returned for investigation. - visual evaluation noted signs of wear/damage on the body: fading laser marks, chipping marks, and discoloration splotches. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure can be attributed to wear and tear, which results from excessive stress on a device that has naturally deteriorated over time due to normal usage and aging. The manufacturing date is 2022. - refer to the investigation photos. - the complaint allegation is confirmed.